Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage measurement and failed at 0 vdc. A review of the share logs was performed and no pairing failure was found within the investigation window but a transmitter failed error was observed. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.